Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2022, reporting no trauma to the head after the implantation surgery. During in situ measurements, attempted the day after implantation ((B)(6) 2022), communication between the implant and the external testing component could not be achieved.

Event description:
The user was implanted on (B)(6) 2022, reporting no trauma to the head after the implantation surgery. It was initially planned to re-implant the user on (B)(6) 2022. However, fibrosis was intraoperatively identified below the magnet, causing the observed issues. Thus, a revision surgery was performed, remaining the device implanted. Intraoperative measurements from (B)(6) 2022, and subsequent measurements from (B)(6) 2022, show the device working within specifications. The device remains implanted and in use.

Manufacturer narrative:
Additional information: according to the information received, communication between the implant and the external testing components could not be initially achieved due to a fibrosis formation at the implant_s magnet site. In situ testing showed normal results following a revision surgery that addressed this fibrosis formation. In addition, a white mass was identified at implantation which appears to be a facial nerve schwannoma, and a facial nerve paralysis possibly due to viral retro-activation was temporarily present. These facial nerve complications seem consistent with device unrelated medical reasons. The device remains implanted and in use.